Event description:
Complainant alleged that during biomed testing the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect analog board was returned. The reported malfunction was observed and attributed to the analog board. The customer received a replacement analog board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.